Event description:
It is reported that the pt was revised due to implant failure secondary to recurrent falls.

Manufacturer narrative:
Review of the primary operative notes does not indicate root cause. Revision operative notes confirm the patient underwent a revision left total knee arthroplasty on (B)(6) 2013 due to a failed left total knee secondary to recurrent falls. The patellar component was found to be stable. The tibial component was found to have a settled slightly into the lateral plateau. A power saw and osteotome were utilized to loosen and remove the femoral and tibial components. No further description of the components was provided. It is likely that the recurrent falls experienced by the pt contributed to the reported issue. Device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. The info provided on this form was previously submitted under manufacturing report number 1822565-2014-00622.